Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error/air removal the tandem pump user guide instructs the user to remove any residual air from the cartridge. Use error/cold insulin the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded cold insulin into the cartridge. And the customer was not removing air from the cartridge during the load sequence. Tandem technical support educated the customer that this is off label. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 160-170 mg/dl.